Event description:
It was reported that (1) device was used during a laparoscopic colon resection. It was reported by the rep that the lcsc5 blade would not click on properly (solid tone). Another device was used to complete the case. There was no consequence to the pt.